Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the blue tip of the portex endotracheal tube would often disconnect, leading to a ventilation defect (oxygen desaturation). This product problem did not cause or contribute to any adverse health effects for the patient. No medical intervention was required.

Manufacturer narrative:
B5: additional information received on 9-mar-2021: no other clinical consequence observed. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples returned: eleven (11) samples were received for evaluation from part number 100/199/075; the samples were received in unused conditions inside original package. Visual inspection: the returned samples were visually inspected at 12? To 16? And normal conditions of illumination. Results: no defects can be appreciated in samples received for evaluation. Conclusion: based on the results above, blue tip adaptors are within specification therefore the complaint was not confirmed. The cause of the reported problem could not be determined. A batch review was conducted to the lot number reported, the results concluded in no deviations and non-conformances were open during the manufacture of this lot related to the issue reported. No action taken required since the complaint was not confirmed.